Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to the original suture being tied directly to the lead causing insulation damage and elevated thresholds. This lead was successfully replace. No additional adverse patient effects were reported